Event description:
The customer reported the device repeatedly displayed system failure cycle power (B)(4) upon power up.

Manufacturer narrative:
(B)(4). The customer reported the device repeatedly displayed system failure cycle power (B)(4) upon power up. The condition was found during the morning shift check. There was no pt involvement. The customer reported that he replaced the control pca which resolved this system failure cycle power (B)(4) malfunction and the device has been fully tested and returned to service.